Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated, but inspection of the event log revealed that the records of the year 2016 were confirmed on the log, which indicates that there was a failure in the main board. The main board was replaced.